Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that on (B)(6) 2025 they fell on their backside. The patient thought the fall might have jarred something loose because shortly after the fall they felt like the "whole left side" wasn't working, but they could still feel vibration on their right side and they weren't experiencing any urinary urgency. The patient added that it seemed like their bladder had fallen, and they weren't sure if their bladder was prolapsed. On wednesday the patient noticed that they started to have urinary urgency again, and it felt like they were sitting on a rock. The patient also mentioned that their urine stream was different. The patient had an appointment with the implanter last week, but the implanter wasn't even there so the patient left. The patient said they won't be returning to the implanter because of that, so they made an appointment with a different urologist. The patient mentioned that the different urologist wasn't familiar with the ins, so the agent emailed physician listings to the patient. The patient was redirected to their healthcare provider to further address the issue.